Event description:
A supply manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the clinic manager indicated that the blood leak occurred 10 minutes into the hd treatment. Blood test strips were used and tested positive for the presence of blood. The leak was visualized and was indicated as being an internal leak. There was no observed damage to the dialyzer. The machine, a fresenius 2008t, did alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: a sample has not been provided for evaluation. The 3rd party tracking number was verified and no information was found that the customer sent the sample.the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. The dn is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supply manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the clinic manager indicated that the blood leak occurred 10 minutes into the hd treatment. Blood test strips were used and tested positive for the presence of blood. The leak was visualized and was indicated as being an internal leak. There was no observed damage to the dialyzer. The machine, a fresenius 2008t, did alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.